Manufacturer narrative:
Please retract this report 2017865-2025-96093, review of additional information indicates that the device should not have been reported as there were no missing egm issues. However, due to ventricular tachycardia, the device was unable to store hvr. The system was upgraded to an ICD. There were no allegations or complaints on the product.

Event description:
It was reported that the pacemaker failed to store electrograms (egms) during atrial tachycardia and atrial fibrillation episodes. The pacemaker was explanted and replaced on (B)(6) 2025. The patient's condition is unknown.